Manufacturer narrative:
A distributor field service engineer (fse) was at the customer site to address the reported issue. The fse assessed the instrument and diagnosed the battery of the main board depleted and required replacement. The fse replaced the battery and resolved the issue. The aia-360 analyzer returned to operation. No further field action required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 2019 to aware date (B)(6) 2020. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: [5002] no response from (B)(6) slave. Description: slave response not detected error troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. [5031] csum error (result): description: assay result checksum error. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The probable cause of the issue is attributed to a depleted battery on the main board.

Event description:
A distributor stated the customer reported receiving error 5002 no response from slave and error 5031 csum error (result) on the aia-360 analyzer. A distributor field service engineer (fse) was notified. A distributor field service engineer (fse) was dispatched to address the reported issue, which resulted in the delay of reporting progesterone ii (prog ii) and troponin (ctni2) patient results. There was no report of patient intervention or adverse health consequences due to delay in reporting.